Event description:
It was reported that during a da vinci-assisted bariatric revision, the sureform 60 stapler misfired. While using a green sureform 60 instrument reload on the gastrojejunostomy, the instrument clamped and paused once while firing. While some staples appeared to be properly formed, some were not. Previously, the instrument fired all the way through without errors. The procedure was completed robotically. During follow-up with the surgeon, it was stated that the target tissue was thicker due to previous surgeries. While it paused for compression, the stapler fired with no errors. There was no tissue tension, bunching, or pushing during the firing. No hard objects were encountered, and no buttress material was used. After the firing was completed, there was unexpected tissue bleeding of 50cc. Hemostasis was achieved by applying pressure and oversewing the area. No blood products were administered.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed the instrument was installed on the system 3 times and fired 3 reloads (1 white, followed by 2 green). On each install the first clamp was successful. On the first install, the firing was completed with 1 pause for compression. On install 2, the firing was completed with 2-3 pauses for compression. On install 3, the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler-related errors in the system logs. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The review of an intraoperative image did not provide further insight into the root cause of the event.